Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was offline and cannot rebooted. The customer reported that this malfunction occurred during the dispensing of medication, resulting around an hour delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was offline and showing black screen. Nurse could not login to the station. The nurse restart and continue booting. Finish windows update to resolve the issue. The system functioned as intended after nurse recovered the device.